Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump was not working and then the screen turns black then blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was programmed with a test guardian 2 link and a test plug. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The insulin pump was monitored for two (2) days while connected to the guardian 2 link and test plug. No unexpected blank display, cannot find sensor signal alarms or communication errors noted during testing.